Manufacturer narrative:
The device was received not deployed; the pink slide was not moved forward and visible in the viewing window. Data downloaded from the device shows that the device completed 22 first prime pulses and was deactivated at 32 pulses. A rotational sensor abnormality was present in the data which caused first prime to end earlier than expected and thus not enough pulses were delivered to deploy the needle by the end of second prime. Inspection of the drive mechanism found contamination on the commutator cap which caused discontinuity and led to the abnormal rotational sensor readings. No other abnormalities were observed while inspecting the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.